Event description:
It was reported that the patient's blood glucose level (bg) reached 22 mmol/l (396 mg/dl) while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the cannula appeared to be bent. Upon inspection of the pod, the patient reported that the pink slide did not move forward, indicating a needle mechanism failure occurred. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.